Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-90372.

Event description:
It was reported that customer was hospitalized for high blood glucose levels and that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was over 600 mg/dl. The customer stated that she did not hear the low suspend alarm at night. She noted that there may have been low blood glucose alerts in the night as well. She reported that her blood glucose reading did not match the sensor glucose reading. She was treated with an intravenous drip in the emergency room and discharged with a blood glucose reading around 200 mg/dl. She reported that she was wearing the insulin pump the entire time while in the hospital. She stated during the sensor and blood glucose reading variance event, her blood glucose reading was between 50 and 318 mg/dl. She declined troubleshooting for the matter. Nothing further reported.